Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a change in therapeutic effect. It was believed to be a catheter issue. The pump and catheter were replaced. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.